Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during a lap adjustable band procedure, when connecting the port and tubing, the metal locking connector could not advance the tubing to the main body of the port. The surgeon manually pushed the tubing to the main body of the port, locking the connector to the lock. The surgeon visually verified the tubing was flush with the main body of the port after the locking connector was locked. The port was placed with no problems. There was no adverse consequence to the patient.

Event description:
A patient reported blood glucose results of "202 mg/dl" with a lifescan meter and "160 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.